Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is having unexpected therapeutic results. It was also mentioned that customer's bg was 90 and the sg was 58 and it suspended the pump and he was 119 and the sensor was saying 70 and continuing to turn off. Blood glucose level was 208 mg/dl at the time of the incident. The sensor will not be returned for analysis.